Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the surgeon noticed a hematoma along the staple line after the surgery was over. The patient was still in the operating room when the hematoma was discovered. It was unsure if the hematoma was from the competitor's stapler or the reported stapler. Nothing was needed to be done. There was no patient injury.